Manufacturer narrative:
B3. Event date is unknown. See b5 for additional information. H3. Product analysis: analysis identified that the pump's outlet port was damaged in a way consistent with explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving dilaudid and bupivacaine via an implantable pump for non-malignant pain. It was reported that the hcp had a document with 9 previous refills and the last 3 had the biggest concerns of volume discrepancy. The rep stated that on (B)(6) 2025 they expected 4.9ml and aspirated 8.0ml. On (B)(6) 2025 they expected 3.7ml, and the actual volume was 6.6ml. On (B)(6) 2025, they expected 4.3ml and aspirated 7.0ml from the reservoir. On (B)(6) 2025, they expected 4.9ml and aspirated 7.2ml. The rep stated that they were replacing the pump today. An agent advised them to assess the function of the catheter. Additional information was later received from the rep. It was reported that the cause of the volume discrepancies was unknown. The rep stated no known patient symptoms were disclosed.